Manufacturer narrative:
H3, h6: an evaluation was performed by smith and nephew and could confirm the customer complaint for the orange articulating knob on the universal leg is sticking and preventing proper function. A visual inspection was performed and showed the hip distractor is dented indicating hard contact to the device. Functional testing was performed and showed the orange locking knob is disengaged. This device was shipped to the customer on 07/20/2007. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. No manufacturing related defects were observed.

Event description:
It was reported that during a procedure the device's orange knob was sticking, preventing proper functionality. Instruments had to be retrieved from within the patient because of the malfunction. There was a backup device available. No delay or patient injury was reported.